Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. The retain test strips passed all testing. A device history record (DHR) was done on the subject meter lot, which was found to have deviation. The planned deviation is in regards to a rework on the meter software, which has no adverse impact on the product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on additional information which was obtained during a follow up call with the patient¿s husband. The reported inaccuracy occurred at 5pm on (B)(6) 2015. At this time the patient stated that they obtained a blood glucose result of ¿12.0mmol/l¿ on the subject meter, and ¿10.0mmol/l¿ on another meter performed within 30 minutes of each other. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter readings. In response to the reading of ¿12.0mmol/l¿ the patient increased their novorapid insulin dosage from 6 to 8 units. At 6:45pm the same day, the patient experienced a ¿hypo.¿ during a follow up call with the patient¿s husband he was able to state that the patient was ¿sweating, unable to walk, had weak arms and legs, could not see normally and had a rapid heartbeat¿. In response to these symptoms the patient self-treated by having a sweet drink and some additional sugar. The reporter stated that the patient felt better around ¿30-45 minutes¿ after self-treating, but had a ¿headache¿ for the remainder of the day. At the time of troubleshooting the csr noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims they obtained an inaccurately high reading on the subject meter which led to them taking additional insulin and suffering symptoms which are suggestive of serious injury after the alleged meter issue began.